Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic esophagectomy procedure, the surgeon was attempting to attach the stapler to the shaft of the anvil but it would not engage. The surgeon continued to try to attach the two shafts but the anvil would slide over the orange band on the shaft of the stapler and would not attach. Surgeons used the anvil's grasping notch at all times and took extra precaution not to touch the three(3) prongs of the anvil shaft. Both surgeons had to carefully hold the two shafts together while they closed the stapler down. The stapler was fired and two complete tissue donuts were achieved. No injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the cross cutting staple line marks were also observed on the mylar cutting ring. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of cross cutting staple line marks on the mylar cut ring that has no relationship to the reported condition. Replication of the observed cross cutting staple line on mylar cut ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.